Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued alert 61 for an external flash write error, the user restarted the device, and the device entered setup without a factory reset; during setup the device issued alert 57 indicating a software runtime error, and the device was replaced with the user advised to use backup therapy. Symptoms included no adverse clinical effects and a documented blood glucose of 98 mg/dl. Outcomes included temporary interruption of ilet therapy and use of backup therapy, with no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.